Event description:
Procedure performed: ralp. Event description: this is a complaint from the hospital; the bag found to be torn when it was deployed. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been not requested by the hospital. This event unit will be returned. Type of intervention: replaced with a hospital inventory and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.